Event description:
Pt had 2 stents placed during a cardiac catheterization. Later had chest pain. Returned to cardiac cath- found stents were occluding. Guide wire placed and threaded. One inch of the wire broke off in the proximal stent.